Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had a tidal volume alarm. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
E1: (B)(6). H10: it was stated in a good faith effort (gfe) received on 03/29/2023, that the customer repaired the device themselves and that the authorized service personnel (asp) was not provided information. As a result, philips was unable to confirm the troubleshooting steps, replacement part information, final disposition of the device, and the device use at the time of the event. No further information was provided to philips and no work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00311. All information from the original report(s) has been transferred to this report.